Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, error e216 was confirmed during device evaluation. The cause of the e216 error could not be specified. Therefore, no definitive root cause could be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, during preparation for use, the evis lucera elite bronchovideoscope displayed a e216 (scope communication) error. The intended procedure was a diagnostic bronchoscopy. The procedure was completed without delay, using a replacement device. The event occurred prior to a procedure and the patient was not under anesthesia. There was no report of patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e216 (scope communication) error was confirmed. In addition, due to damage to the objective lens, a foggy image occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.